Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and MRI challenges. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the surgery took place at 21 july 2023 where the lead was explanted to address the issue.

Manufacturer narrative:
A4: patient weight is updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.